Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. It was reported that the physician's name is dr. (B)(6). (B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual examination noted that the clip assembly was detached from the control wire and was stuck within the distal section of the over sheath. It was found under high magnification that the distal section of the catheter was unraveled. Additionally, all activations had been performed on the device. Based on the evidence collected, it is likely that the physician had been unable to release the clip assembly from the catheter during the procedure. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that a product was defective. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that all activations had been performed on the returned device and the distal section of the catheter was unraveled, indicating that the physician likely had been unable to release the clip from the catheter during attempted deployment; therefore, this is now an mdv reportable event.